Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for hypoglycemia; low blood glucose (bg) levels. Patient also had acute and non-traceable headache and fever. There were tests done and patient was given a prescription for vial of levimir. Patient¿s blood glucose reached 30 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (leg), experience a seizure because patient fell. The patient¿s mother attempted to give the patient some cake icing and decided to take the patient to the emergency room.